Manufacturer narrative:
Concomitant medical products: product ID: 977a260, product type: lead. Other relevant device(s) are: product ID: 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported a loss of therapeutic benefit, a few months ago, stating that something seems to have changed with their stimulation and programming. Caller reported that they have also noticed a change in the implant battery depletion rate and think that could be related to the return of pain symptoms. Caller stated they are not "feeling stimulation" like they used to; they used to feel the stimulation down their leg. Caller stated that they used to have to charge the implant twice a day (morning and evening) and now they are only charging once a day and when they go to charge the implant has only depleted to maybe 60 or 70%; they know there is something wrong because they don't feel any relief. Caller stated they were usually on b-"21" and tried switching to c and have had no success. Caller stated they met with their healthcare provider (hcp) today and was told to call mdt for assistance. Patient services (ps) asked if there were any falls/traumas/medical procedures/change that they think would be related to the issue. Caller stated they had a fall back in (B)(6) 2021 but had it looked at by neurosurgeon and they took x-rays and was told everything was good. Caller stated they didn't notice the change in therapeutic benefit until a few months later but they were in the middle of moving and had a lot going on and maybe didn't pay attention. Caller also mentioned that when they were living in (B)(6) they were taking medicinal marijuana and now that they moved to a different state where that is not legal, they no longer take as a treatment. Patient services (ps) walked caller through trying to adjust therapy settings/intensity in groups a, b and c and caller reported the following :c- p1: when trying to go higher than 7.0ma; reached settings not available (59) not feeling anything b- p1: when trying to go higher than 17.8ma; reached settings not available (59) not feeling anything a- p1: when trying to go higher than 17.0ma; reached settings not available (59) is feeling stimulation but seems to be in the wrong location- they are feeling stim in the right side: stomach / abdomen area. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller stated they will leave it at group a and monitor how it feels. Caller will call hcp office to request appointment with the mdt rep to request reprogramming. Hcp info: caller stated they see pa: (B)(6) but do not know the name of the overseeing doctor. Pt said they had met with their rep at the pain management hcp where their device was reprogrammed. Pt said after the ins was reprogrammed, they were still not feeling the stimulation in their spine. Pt said they were feeling the stimulation on the right side, but in the front where the liver and other organs were. Pt called back stating their stimulator had not been working since (B)(6). Pt had a fall in (B)(6) and fell on concrete. X-rays showed that everything looked ok. Pt repeated again stimulation was on their front: stomach, liver and not on the back. Pt also was getting settings not available. Pt had another appointment with their rep today. They spent 2.5 hrs trying to adjust and were not able to. The rep instructed pt to call and ask for a new controller. Pt is leaving the town on tuesday and would like this to be resolved before their trip. Reviewed the above problem is not related to external device. Reviewed a new controller is not going to resolve the issue. No new information. Pt called back and said that their stimulator is not working and they have met with medtronic reps about this. Pt said the stimulation is needed for their back. Pt said that they met with their pain doctor and they said that the implant is not working and they need to have another surgery to have another stimulator put in. Pt said they told their medtronic rep about this and the medtronic rep wanted to meet one more time with the pt and with a different consultant (medtronic rep) to see if they can get the stimulator working. Pt said they are in pain and they need to talk to someone about this. Pt said that they tried calling the rep today but couldn't reach them and no voicemail was set up. Pt said they need to figure out whether or not they have to have surgery and get the surgery scheduled asap. Pt said they are going on a trip in (B)(6) and cannot be in pain. Pss sent email to medtronic reps for visibility. Additional information from the rep indicated that they saw the patient on (B)(6). All impedances are in normal range. They did reprogram and patient only feels stimulation in legs and or the stomach/ribs. Couldn¿t get back stimulation to her desired effect. Patient has a consult (B)(6) for assessment of lead wire position and possible surgical correction. Patient weight (B)(6). Patient unwilling to try dtm endurance or dtm therapy. Says she has to feel stimulation. No new information additional information was received from a manufacturer representative. It was reported that the doctor will be scheduling the patient for a paddle lead replacement. Unknown surgery date, there is no issue with the lead placement or lead impedances.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 6th. The rep reported that the surgical intervention has been delayed as she¿s considering a different doctor now.

Event description:
Additional information received from the manufacturer representative reported that the patient had a revision on 30-june to a paddle.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.